Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a dose of 378.9 g via an implantable pump for cerebral palsy. It was reported that the catheter was replaced due to decreased effectiveness. The date of occurrence was on (B)(6) 2026. It was stated that attendance was provided on (B)(6) 2026 for a pump replacement. The pump replacement timing was due to elective replacement indicator (eri) on (B)(6) 2026. The patient was being followed for refill management at the current care facility by the attending physician. A request had been made by the physician for catheter replacement as well due to decreased effectiveness. No pump or catheter evaluation had been performed, and no request for pre-replacement confirmation had been made prior to this procedure. Therefore, a complete replacement was performed. As this was not a patient being personally followed by the physician, the symptoms and any other actions taken were not known. The physician stated that upon opening the abdomen, a water-soluble fluid was observed around the pump area around the connection between the pump and the catheter connector; however, it's nature was unknown. Connection to the pump was checked, and rotation of the connector was used to confirm whether there was a catching or similar abnormality. No problem was found. The black portion was pressed and the connection was released. After release, drug removal from the catheter was successful, and it was indicated that there was no occlusion. In addition, damage to the catheter was noted, but when the damage had occurred was also unknown. In order to confirm leakage, reconnection of the removed pump and catheter connector was requested after removal, and extrusion of saline from the catheter access port (cap) was also requested, but this was declined due to emergency case handling and other reasons, so the leakage site remained unknown. It was considered that drug solution had leaked between the pump and the catheter connector. Inspection of the device was requested. There was no causal relationship to the product (drug). Causal relationship with the catheter and pump was stated as "available". There was no causal relationship to the programmer and it was unknown if there was a causal relationship with the procedure.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: (B)(6) serial#, implanted: on (B)(6) 2019, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 13-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.